Event description:
Pt had internal defibrillator implanted at another facility in 1992. In recent monitors pt has experienced several shocks from the device. An event reaction was issued and no shocks were registered. The defibrillator was replaced in 7/25/95. The lead system was checked at this time and was found to be functioning normally. On 8/21/95 pt received a shock. The event indicated a lead failure.